Event description:
It was reported that the 840 ventilator did not pass the rolling thunder test portion of post (power on self test). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator did not pass the rolling thunder test portion of post (power on self test). The device was available for evaluation. To address the issue service person replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb), the device passed all testing per manufacturer specifications at the time of servicing. One bd cpu pcb was returned to medtronic for further analysis. A visual inspection was carried out on the returned component with no anomalies observed. The bd cpu pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up but failed post generating a ventilator inoperative condition. The fault was isolated integrated components on the bd cpu pcb. The likely cause of the issue was isolated to faulty bd cpu pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.